Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that there were more days when the device didn¿t work than it did work. She had a loss or change of therapy, it was very unusual for her to wake up not soaked, and she was incontinent with her bladder. An x-ray was taken of the patient and she was full of feces. She had her teeth taken out and didn¿t think she was getting enough fiber, and that was why she was full of feces. The patient had tried a suppository and ¿something called a bomb,¿ but the only think that worked was an enema. She didn¿t have bowel issues until after the device was implanted. The patient¿s healthcare provider later reported that the patient had a routine follow-up appointment scheduled for (B)(6) 2015 and hadn¿t contacted the office regarding her increased problems. Her bowel issues would be evaluated for cause. It was noted that the patient had a history of mental health problems.